Manufacturer narrative:
The commander delivery system was returned after being used in the procedure, fully inserted through the loader cap and esheath, with full fine adjust used. The valve was positioned (still crimped) over the proximal portion of the inflation balloon. There was a kink in the balloon shaft due to return packaging. Upon visual inspection, it was observed that the inflation balloon was bunched at the distal end. The inflation balloon wings were pushed under the valve. Multiple valve frame struts were bent inward. The frame appears to have an uneven crimped profile. A longitudinal/radial tear in the crimp balloon was seen. Severe gouges on the flex tip face were observed, the locations and directionalities of the gouges on one side of the flex tip are indicative of the valve diving into the flex tip. There were signs of flex shaft compression on the distal end of the flex shaft. No other abnormalities were observed on the delivery system. During pre-decontamination evaluation, the device was returned used, with the crimped valve partially over the inflation balloon. The balloon shaft was able to be pulled to the warning marker and full fine adjust could be used, indicating that there were no issues with the fine adjust mechanism. Post-decontamination (after the valve was removed from balloon by engineering), again the balloon shaft was able to be pulled to the warning marker and full fine adjust was able to be used without difficulty at the valve alignment position. Additionally, the locknut/collet was engaged and the balloon shaft was pulled to a force of 53.1n with no slippage observed. Single wall thickness of the crimp balloon was measured on both sides of the tear. Of note, the area distal to the tear could not be measured as that area consists of the bond area and inflation balloon. Thicknesses deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing non-conformance. The crimp balloon single wall thickness was found to be within specification. DHR review did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed zero other complaints for ¿delivery system ¿ difficulty with valve alignment¿ and ¿balloon ¿ torn¿. Complaint history review revealed that the complaint rate for the trend categories ¿valve alignment difficulties¿ and ¿damaged¿ did not exceed the control rates. Review of the IFU and training manual identified no deficiencies. Inspections and tests in place during the manufacturing process support that it is unlikely that damage on the delivery system was present when leaving the manufacturing facility. Procedural imagery cine was provided by the complaint site. Imagery of the first attempt at valve alignment was not provided. In the first image provided of the valve, valve alignment has already been attempted, with extreme flex shaft compression and valve diving observed. As such, the complaint for difficulty with valve alignment can be confirmed. There is a curve in the aorta approximately where the valve and flex tip are, providing the possibility that valve alignment was performed at a bend. The valve is canted (likely due to the valve diving and flex shaft compression), causing the valve to get caught on the balloon and distort the spring. It additionally appears that there may be some amount of flex in the flex shaft. In the next series of images, the same observations are observed. Additionally, the delivery system appears to get torqued while the valve was still diving and the flex shaft was still compressed. There did not appear to be attempts to correct the compression and diving prior to delivery system torqueing since the same curvature is still seen in the flex shaft. In additional images, it appears that attempts were made to correct the flex shaft compression. However, in each attempt, the compression was only partially corrected and the valve was still diving into the flex tip (no attempts were made to correct the diving). Valve alignment was then attempted again at a curve. Since the valve was still canted due to the diving, the valve was once again unable to be aligned, with flex shaft compression reoccurring each time. The valve was then advanced to the annulus. At this point, the valve was still diving into the flex tip and was not aligned with the distal marker. In the final image, the flex tip has been pulled back to the triple markers. The valve was not aligned with the distal marker. The complaints for ¿delivery system ¿ difficulty with valve alignment¿ and ¿balloon ¿ torn¿ were confirmed. Since the device was able to be prepped (including de-airing) without any reported issues, it is likely that the damage to the crimp balloon occurred during use and was not present upon leaving the manufacturing facility. The reviews of complaint history and imagery suggest that patient or procedural factors may have contributed to the difficulty with valve alignment and crimp balloon tear. Potential root causes for radial tearing of the crimp balloon proximal to the I/c bond have previously been identified and documented. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, contributing to valve alignment difficulty. The procedural training manual provides guidance for correcting valve diving and flex shaft compression during valve alignment. As noted during imagery review, valve alignment may have been performed at a bend. Extreme flex shaft compression and valve diving was observed during valve alignment was seen. Although multiple attempts were made to correct flex shaft compression, no attempts were made to correct the valve diving. This would have created valve alignment difficulty despite correction of the flex shaft compression. Additionally, the delivery system was torqued during the procedure, which could have contributed to tension getting built up in the delivery system, further contributing to valve alignment difficulties. The high alignment forces can potentially lead to a tear in the crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As such, it is likely that patient/procedural factors contributed to the reported event. The reported event is an anticipated risk of the transcatheter heart valve procedure.  A review of the risk management documentation for unable to perform thv alignment- vessel tortuosity of descending aorta (or vena cava), thv becomes axially misaligned with the flex tip during valve alignment - difficult to advance thv during alignment, balloon not fully inflated - thv not deployed / seated properly - thv embolizes into aorta or pulmonary artery, resulting in valve being implanted in a non-target location, and balloon not fully inflated - thv not deployed / seated properly - thv embolizes into ventricle or left atrium, resulting in additional intervention (surgical) was performed.  Potential hazard/harms severity classification is 2, 2, 3, and 4 respectively. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limit for the trend category, no product risk assessment (pra) is required at this time. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed. However, since no product non-conformance was confirmed in the returned complaint device and the occurrence rates did not exceed the respective complaint control limits, no further escalation is required at this time

Manufacturer narrative:
Investigation is ongoing (device expected to be returned).

Event description:
As reported by our affiliates in (B)(4), during the 29mm sapien 3 case by tf approach in aortic position, difficulties were encountered during valve alignment. It was not possible to get the valve between the markers. It was seen that the balloon started to bunch up at the distal end. After the atrion syringe was unlocked, blood was seen in the syringe and a balloon rupture was suspected. As this was a 29mm valve, it was not attempted to get the valve back into the sheath and it was decided to remove the system surgically and convert the patient for open heart surgery. The patient was connected to the heart lung machine (hlm) but unfortunately died before being able to convert to open heart surgery. Cause of death was aortic insufficiency and lung edema.

Manufacturer narrative:
The device was returned to edwards. The evaluation is ongoing.